Event description:
Boston scientific received information that this right atrial (ra) lead exhibited an increase in threshold measurements. An x-ray was performed and revealed the lead had likely moved. The patient complained of syncope and lightheadedness. A revision procedure may be scheduled to reposition the lead. No adverse patient effects were reported. Additional information indicated a revision procedure was performed. The physician used the pacer as a back up in case the right ventricular (rv) lead dislodges again. The rv lead was explanted and successfully replaced. The right atrial (ra) lead was repositioned. It was noted the patient has two systems implanted, a pacemaker and an implantable cardioverter defibrillator (ICD). No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate this lead remains implanted. If additional information is received, this report will be updated.